Event description:
The patient reported experienced intermittencies. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery is under consideration.